Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva ID tractip 200 laser fiber was used during a laser lithotripsy procedure performed on (B)(6) 2018. Reportedly, the laser unit used was a lumenis p120 watt console with laser settings of 0.3 joules and 70 hertz. According to the complainant, during the procedure, the laser fiber body broke in the middle while the physician was lasering the stone. The procedure was completed using a basket to retrieve the stone fragments. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
One flexiva ID tractip 200 laser fiber was received for evaluation. The fiber was returned broken into two pieces. The first piece measured approximately 229.3 cm from the top of the connector to the break. The second piece measured approximately 88.2 cm from the break and includes the entire distal tip. The condition of the returned device confirms that the fiber was broken. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva ID tractip 200 laser fiber was used during a laser lithotripsy procedure performed on (B)(6) 2018. Reportedly, the laser unit used was a lumenis p120 watt console with laser settings of 0.3 joules and 70 hertz. According to the complainant, during the procedure, the laser fiber body broke in the middle while the physician was lasering the stone. The procedure was completed using a basket to retrieve the stone fragments. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.